Event description:
Vns patient had passed away. It was reported that the patient had various co-morbidities and died of natural causes. The exact cause of death is unknown at this time. No autopsy was performed and the ncp system was not explanted. There is no evidence at this time that the ncp system caused or contributed to the reported event.